Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('intraoperative pelvic radiography showed that a 1 mm metallic fragment remained in the pelvis'), embedded device ('metallic fragment remained intramyometrial/ in tubal horn'), post procedural haemorrhage ('CT scan does not rule out small ¿leakage¿ in relation to the surgery') and haemoperitoneum ('large hemoperitoneum that extends to perihepatic and perisplenic level with great bleeding at pelvic level') in a 42-year-old female patient who had essure (batch no. 627442) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance on (B)(6) 2019 and nickel sensitivity. Previously administered products included for contraception: iud nos from 2001 to 2009. Concurrent conditions included perimenopause, retroverted uterus and pectus excavatum. Concomitant products included progesterone (progesteron) for perimenopause. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vulvovaginal inflammation ("inflammation"), 2 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis)"). On (B)(6) 2013, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2014, the patient experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal cramping"), gastrointestinal motility disorder ("diarrhea alternating with constipation/ altered bowel habits") and irritable bowel syndrome ("feeling of incomplete evacuation - probable irritable bowel syndrome"). On (B)(6) 2016, the patient experienced headache ("frontal headaches, feeling of occupation of the malar region"). On (B)(6) 2016, the patient experienced breast cyst ("benign breast cysts"). On (B)(6) 2016, the patient experienced vertigo ("peripheral vertigo"), cervicobrachial syndrome ("cervicalgia of one month of evolution irradiated to the right upper limb"), facial neuralgia ("hemifacial pain, neuralgia"), hemianaesthesia ("loss of sensitivity in right hemifacial region"), vision blurred ("specific episodes of blurred vision lasting minutes") and muscular weakness ("loss of strength in the right arm up to the fingers"). On (B)(6) 2017, the patient experienced dysarthria ("days that she did not even vocalize well"). On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2018, the patient experienced tracheobronchitis ("tracheobronchitis"). In (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and presyncope ("vagal symptoms during hysteroscopy, gave up continuing"). On (B)(6) 2019, the patient experienced dizziness exertional ("dizziness, unsteadiness when walking"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and haemoperitoneum (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("delayed hypersensitivity to nickel sulfate"), injury ("trauma") and depressive symptom ("depressive symptoms"). The patient was treated with betahistine, dexketoprofen trometamol (enantyum), diazepam, diclofenac sodium (dolotren), ibuprofen, ibuprofen arginine (espidifen), otilonium bromide (spasmoctyl), red blood cells, concentrated, sulpiride (dogmatil), paracetamol + pseudoephedrine + dextromethorphan (paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm), physical therapy (massages) and surgery (essure removal by bilateral salpingectomy (B)(6) 2019, laparotomic revision on (B)(6) 2019 and subtotal hysterectomy to remove metallic fragment from myometrium on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, post procedural haemorrhage, haemoperitoneum, metrorrhagia, menstruation irregular, abdominal pain and uterine polyp had resolved, the allergy to metals, vulvovaginal inflammation, bacterial vaginosis, gastrointestinal motility disorder, irritable bowel syndrome, dizziness exertional, vertigo, presyncope, nausea, injury, cervicobrachial syndrome, hemianaesthesia, depressive symptom, cough, chest pain, vision blurred, muscular weakness, dysarthria and tracheobronchitis outcome was unknown and the headache and facial neuralgia was resolving. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, breast cyst, cervicobrachial syndrome, chest pain, cough, depressive symptom, device breakage, dizziness exertional, dysarthria, embedded device, facial neuralgia, gastrointestinal motility disorder, haemoperitoneum, headache, hemianaesthesia, injury, irritable bowel syndrome, menstruation irregular, metrorrhagia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, presyncope, tracheobronchitis, uterine polyp, vertigo, vision blurred and vulvovaginal inflammation to be related to essure. The reporter commented: primary care: since the placement of the essure device in 2009, the patient has seen the primary care physician at least 100 times for various symptoms, at age 45 hormonal analysis is normal. She is not referred from gynecology. In 2014, nausea in premenstrual period, hormonal analysis again normal. Gynecology: in (B)(6) 2009 (two months after the placement of essure: does not refer menstrual alterations), and in (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and echo in (B)(6) 2013, not referring in any consultation menstrual alterations or pain, being discharged from this consultation. In (B)(6) 2017 she was referred again due to menstrual disorders in a 50-year-old patient. Progesteron for diagnosed perimenopause is not effective. In (B)(6) 2018, it was decided to offer bilateral salpingectomy in the same surgical act of hysteroscopy to be able to assess the essures by hysteroscopy, diagnostic hysteroscopy of (B)(6) 2018 showed poor tolerance, vagal symptoms, procedure not continued. Very poor quality of life, she does not work. On (B)(6) 2019, bilateral salpingectomy; intraoperative pelvic radiography showed a metallic fragment in pelvis/ intramyometrial/ tubal horn, so subtotal hysterectomy additionally performed. Re-operated on next day (B)(6) 2019 for hemoperitoneum. Later diarrheal condition with negative stool cultures, which resolved which conservative treatment. Check-up on (B)(6) 2019: some hemifacial pain persists but the rest of the pain has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: persistence of a millimeter fragment of essures observed in both tubes, for which a subtotal laparotomic hysterectomy was performed in a second stage. Allergy test - on an unknown date: epicutaneous tests. 1. Allergens tested: geidac standard battery tests and metal battery tests (nickel sulfate, potassium dichromate, cobalt chloride, cadmium chloride, copper sulfate, palladium chloride, sodium and gold thiosulfate, titanium oxide, indium chloride, radio chloride, platinum chloride, molybdenum chloride, manganese chloride, vanadium, antimony, silver nitrate, aluminum hydroxide.) Result: nickel sulfate 48h (-) 96h (++) 7 days (+). 2. Non-standardized allergens tested: essure device in epicutaneous tests of 72 h, 96 h 7 days. Result: negative. Diagnostics: - contact dermatitis with delayed hypersensitivity to nickel sulfate. No cutaneous reactivity demonstrated in epicutaneous tests of 7h with essure in this patient, the existence of delayed hypersensitivity to nickel sulfate has been demonstrated, compatible with her history of intolerance to costume jewelry. In relation to the essure intratubal device, although it is known that it contains nickel and titanium in its composition, the exact chemical form of its composition (sulfate, chloride, etc.) Is not known, but the absence of skin reaction with the device itself, even in special epicutaneous tests of 72h, leads us to think that this form is not that of nickel sulfate, therefore not being able to affirm the existence of allergy to said device (which does not exclude possible side effects due to other mechanisms).. Biopsy endometrium - on (B)(6) 2017: no malignancy. Blood pressure measurement (mmhg) - on (B)(6) 2019: 80/50. Computerised tomogram - on (B)(6) 2019: large hemoperitoneum that extends to the perihepatic and perisplenic level with great bleeding at the pelvic level. Computerised tomogram head - on (B)(6) 2016: within normality. Haematocrit (%) - on (B)(6) 2019: 22.7 %. Haemoglobin (g/dl) - on (B)(6) 2019: in the morning: 7.6, then 6.9 - stable, at 6:30 p.m.: hb.1 g/dl; in (B)(6) 2019: at discharge: 9.3, last analysis: 12.2. Hysteroscopy - in (B)(6) 2018: normal cavity, visible left ostium, essure spiral (4-5 spirals) is visible. Proliferative endometrium. Endometrial polyp of 20 mm., broad base along the right lateral side. It does not allow visualization of right ostium. Laparotomy - on (B)(6) 2019: exploratory laparotomy due to hemoperitoneum: during pelvic examination, a small leakage was observed at level of left uterine branch, 2 ligatures given. Checking for bleeding cessation at this level. No other bleeding points observed. Clinical improvement although she refers to dizziness. Magnetic resonance imaging - on (B)(6) 2016: private MRI: bulging discs, seen in emergency room. Neurological examination - on (B)(6) 2018: normal language. She says gets dizzy, constantly closes eyes. No facial asymmetry. Facial sensitivity: refers hypoesthesia in right v2 and v3. Rest of cranial nerves preserved. Motor system: force explored by muscle groups impresses as normal (in right limbs it sometimes seems they present less force but it seems as if she did not collaborate correctly). Superficial tactile sensitivity: refers hypoesthesia in upper right limb. Pain: hyperalgesia in right upper limb, abdomen, right lower limb, but also in back area of left side. Negative romberg (although she sits down several times because gets dizzy). Normal gait. Pathology test - on (B)(6) 2009: negative for intraepithelial lesion or malignancy other non-neoplastic findings: inflammation; on (B)(6) 2013: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) other non-neoplastic findings: inflammation; on (B)(6) 2015: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Other non-neoplastic findings: inflammation; on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Skin test - on an unknown date: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 7 mm; rest (-). Spinal x-ray - on (B)(6) 2016: rectification of physiological lordosis. Incipient degenerative changes. Ultrasound breast - on (B)(6) 2016: multiple anechoic nodules with posterior reinforcement of scattered distribution and bilateral character in relation to simple cysts. Study with benign findings. Ultrasound scan - on (B)(6) 2017: uterus in retroflexion, with 10 mm endometrium. Both visible essures normally inserted. No adnexal masses. No free liquid. Clinical judgment: perimenopause. Lot number: 627442 manufacturing date: 2008/06 expiration date: 2010/06 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: ha reference added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("intraoperative pelvic radiography showed that a 1 mm metallic fragment remained in the pelvis"), embedded device ("metallic fragment remained intramyometrial/ in tubal horn"), post procedural haemorrhage ("CT scan does not rule out small ¿leakage¿ in relation to the surgery; bleeding postoperative") and haemoperitoneum ("large hemoperitoneum that extends to perihepatic and perisplenic level with great bleeding at pelvic level") in a 42 year-old female patient who had essure inserted (lot no. 627442) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to use ("device difficult to use"). The patient had a medical history of drug intolerance on (B)(6) 2019, pectus excavatum, parity 2, gravida ii and nickel sensitivity. Previously administered products included: iud nos for contraception. Concurrent conditions were listed as pectus excavatum, retroverted uterus and perimenopause. The only concomitant product mentioned was progesteron (progesterone) for menopause. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 76 days after essure insertion, she experienced vulvovaginal inflammation ("inflammation"). On (B)(6) 2011 she experienced menstruation irregular ("irregular menstrual bleedings with 7-30 days of evolution"). On (B)(6) 2012 she experienced vaginal discharge ("leukorrhea"). In 2012 she experienced amenorrhoea ("episodes of amenorrhea / amenorrheicphases of up to 3-4 months."). On(B)(6) 2013 she experienced bacterial vaginosis ("coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis)"). On (B)(6) 2013 she experienced cough ("cough") and chest pain ("chest pain") and was found to have pectus excavatum ("alteration of the chest wall due to severe pectus excavatum"). On (B)(6) 2014 she experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2015 she experienced abdominal pain ("abdominal cramping / colic abdominal pain"), gastrointestinal motility disorder ("diarrhea alternating with constipation/ altered bowel habits / periods of constipation and defecation urgency"), irritable bowel syndrome ("feeling of incomplete evacuation - probable irritable bowel syndrome") and diarrhoea ("episodes of diarrhea"). On(B)(6) 2016 she experienced a first episode of headache ("frontal headaches, feeling of occupation of the malar region"). On (B)(6) 2016 she experienced breast cyst ("benign breast cysts"). In (B)(6) 2016 she experienced occipital headache ("oppressive-stinging right occipital pain that radiated to the face on the same side, the pain radiated through the neck, upper back, shoulder and radiated to the right arm, recurrent") with nausea and dizziness. On (B)(6) 2016 she experienced vertigo ("peripheral vertigo"), cervicobrachial syndrome ("cervicalgia of one month of evolution irradiated to the right upper limb"), trigeminal neuralgia ("hemifacial pain, neuralgia"), hemianaesthesia ("loss of sensitivity in right hemifacial region"), vision blurred ("specific episodes of blurred vision lasting minutes"), muscular weakness ("loss of strength in the right arm up to the fingers"), hemiparaesthesia ("paresthesias in the right side of the face") and a second episode of headache ("oppressive holocranial headache"). In (B)(6) 2016 she experienced neck pain ("cervical pain irradiated to the right upper limb."). On (B)(6) 2017 she experienced dysarthria ("days that she did not even vocalize well"). On (B)(6) 2017 she experienced mood altered ("bad mood"). On (B)(6) 2017 she experienced intermenstrual bleeding ("metrorrhagia") and menopause ("perimenopause"). On (B)(6) 2018 she experienced tracheobronchitis ("tracheobronchitis"). On (B)(6) 2018 she experienced uterine polyp ("endometrial polyp"), genital haemorrhage ("abundant bleeding with progesterone") and abdominal pain lower ("pain with the left iliac fossa"). In (B)(6) 2018 she experienced presyncope ("vagal symptoms during hysteroscopy, gave up continuing"). On (B)(6) 2019 she experienced dizziness exertional ("dizziness, unsteadiness when walking"). On (B)(6) 2019 she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), post procedural haemorrhage (seriousness criterion medically important) and haemoperitoneum (seriousness criterion medically important). On (B)(6) 2019 she experienced post procedural discomfort ("abdominal discomfort and nausea with abdominal distension."). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), allergy to metals ("delayed hypersensitivity to nickel sulfate"), injury ("trauma"), depressive symptom ("depressive symptoms"), menstrual disorder ("menstrual disorders"), change of bowel habit ("change of bowel habit"), dizziness ("dizziness"), perineal pain ("perineal pain"), migraine ("migraine"), cervicogenic headache ("headache related to cervical problems"), hypoaesthesia ("numbness of part of the face recurrent"), lacrimation increased ("tearing of the eye"), toothache ("tooth pain"), initial insomnia ("occipital-facial pain prevented her from falling asleep"), device dislocation ("device dislocation") and anaemia postoperative ("postoperative anemia"). The patient was treated with spasmoctyl (otilonium bromide), espidifen (ibuprofen arginine), dolotren [diclofenac sodium], betahistine, enantyum (dexketoprofen trometamol), paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm (paracetamol + pseudoephedrine + dextromethorphan), diazepam, dogmatil (sulpiride), ibuprofen and red blood cells, concentrated as well as surgery (essure removal by bilateral salpingectomy (B)(6) 2019, subtotal hysterectomy to remove metallic fragment from myometrium on (B)(6) 2019 and laparotomic revision on 05-(B)(6) 2019) and physical therapy (massages). At the time of the report, the trigeminal neuralgia was resolving and the pelvic pain, device breakage, embedded device, post procedural haemorrhage, haemoperitoneum, intermenstrual bleeding, menstruation irregular, abdominal pain and uterine polyp had resolved. The outcomes for allergy to metals, vulvovaginal inflammation, bacterial vaginosis, gastrointestinal motility disorder, irritable bowel syndrome, dizziness exertional, vertigo, presyncope, nausea, injury, cervicobrachial syndrome, hemianaesthesia, depressive symptom, cough, chest pain, vision blurred, muscular weakness, dysarthria, tracheobronchitis, menstrual disorder, amenorrhoea, change of bowel habit, dizziness, perineal pain, migraine, cervicogenic headache, hypoaesthesia, vaginal discharge, pectus excavatum, diarrhoea, neck pain, hemiparaesthesia, occipital headache, lacrimation increased, toothache, initial insomnia, mood altered, menopause, genital haemorrhage, abdominal pain lower, post procedural discomfort and the last episode of headache were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, anaemia postoperative, bacterial vaginosis, breast cyst, cervicobrachial syndrome, cervicogenic headache, change of bowel habit, chest pain, cough, depressive symptom, device breakage, device dislocation, diarrhoea, dizziness, dizziness exertional, dysarthria, embedded device, gastrointestinal motility disorder, genital haemorrhage, haemoperitoneum, the first episode of headache, occipital headache, the second episode of headache, hemianaesthesia, hemiparaesthesia, hypoaesthesia, initial insomnia, injury, intermenstrual bleeding, irritable bowel syndrome, lacrimation increased, menopause, menstrual disorder, menstruation irregular, migraine, mood altered, muscular weakness, nausea, neck pain, pectus excavatum, pelvic pain, perineal pain, post procedural discomfort, post procedural haemorrhage, presyncope, toothache, tracheobronchitis, trigeminal neuralgia, uterine polyp, vaginal discharge, vertigo, vision blurred and vulvovaginal inflammation to be related to essure administration. The reporter commented: essure placement without complications. Primary care: since the placement of the essure device in 2009, the patient has seen the primary care physician at least 100 times for various symptoms, at age 45 hormonal analysis is normal. She is not referred from gynecology. In 2014, nausea in premenstrual period, hormonal analysis again normal. Gynecology: in (B)(6) 2009 (two months after the placement of essure: does not refer menstrual alterations), and in (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and echo in (B)(6) 2013, not referring in any consultation menstrual alterations or pain, being discharged from this consultation. In (B)(6) 2017 she was referred again due to menstrual d disorders in a 50-year-old patient. Progesteron for diagnosed perimenopause is not effective. In (B)(6) 2018, it was decided to offer bilateral salpingectomy in the same surgical act of hysteroscopy to be able to assess the essures by hysteroscopy, diagnostic hysteroscopy of (B)(6) 2018 showed poor tolerance, vagal symptoms, procedure not continued. Very poor quality of life, she does not work. On (B)(6) 2019, bilateral salpingectomy; intraoperative pelvic radiography showed a metallic fragment in pelvis/ intramyometrial/ tubal horn, so subtotal hysterectomy additionally performed. Re-operated on next day (B)(6) 2019 for hemoperitoneum. Later diarrheal condition with negative stool cultures, which resolved which conservative treatment. On (B)(6) 2019: the radiology report described that the patient presented loss of the physiological cervical lordosis, with the presence of degenerative discopathy with greater involvement in the c5-c6 space. Check-up on (B)(6) 2019: some hemifacial pain persists but the rest of the pain has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: persistence of a millimeter fragment of essures observed in both tubes, for which a subtotal laparotomic hysterectomy was performed in a second stage [allergy test] (date unknown): epicutaneous tests 1. Allergens tested: geidac standard battery tests and metal battery tests (nickel sulfate, potassium dichromate, cobalt chloride, cadmium chloride, copper sulfate, palladium chloride, sodium and gold thiosulfate, titanium oxide, indium chloride, radio chloride, platinum chloride, molybdenum chloride, manganese chloride, vanadium, antimony, silver nitrate, aluminum hydroxide.) Result: nickel sulfate 48h (-) 96h (++) 7 days (+). 2. Non-standardized allergens tested: essure device in epicutaneous tests of 72 h, 96 h 7 days result: negative. Diagnosistic: - contact dermatitis with delayed hypersensitivity to nickel sulfate. - no cutaneous reactivity demonstrated in epicutaneous tests of 7h with essure in this patient, the existence of delayed hypersensitivity to nickel sulfate has been demonstrated, compatible with her history of intolerance to costume jewelry. In relation to the essure intratubal device, although it is known that it contains nickel and titanium in its composition, the exact chemical form of its composition (sulfate, chloride, etc.) Is not known, but the absence of skin reaction with the device itself, even in special epicutaneous tests of 72h, leads us to think that this form is not that of nickel sulfate, therefore not being able to affirm the existence of allergy to said device (which does not exclude possible side effects due to other mechanisms). [Biopsy endometrium] on (B)(6) 2017: no malignancy [blood pressure measurement] on (B)(6) 2019: 80/50 [computerised tomogram] on (B)(6) 2019: large hemoperitoneum that extends to the perihepatic and perisplenic level with great bleeding at the pelvic level [computerised tomogram head] on (B)(6) 2016: within normality [haematocrit] on (B)(6) 2019: 22.7 % [haemoglobin] in (B)(6) 2019: at discharge: 9.3, last analysis: 12.2; on (B)(6) 2019: in the morning: 7.6, then 6.9 - stable, at 6:30 p.m.: hb.1 g/dl [hysteroscopy] on (B)(6) 2018: normal cavity, essure coil was visible in the left ostium, essure spiral (4-5 spirals) is visible. Proliferative endometrium. Endometrial polyp of 20 mm., broad base along the right lateral side. It does not allow visualization of right ostium [laparotomy] on (B)(6) 2019: exploratory laparotomy due to hemoperitoneum: during pelvic examination, a small leakage was observed at level of left uterine branch, 2 ligatures given. Checking for bleeding cessation at this level. No other bleeding points observed. Clinical improvement although she refers to dizziness [magnetic resonance imaging] on (B)(6) 2016: private MRI: bulging discs, seen in emergency room [neurological examination] on (B)(6) 2018: normal language. She says gets dizzy, constantly closes eyes. No facial asymmetry. Facial sensitivity: refers hypoesthesia in right v2 and v3. Rest of cranial nerves preserved. Motor system: force explored by muscle groups impresses as normal (in right limbs it sometimes seems they present less force but it seems as if she did not collaborate correctly). Superficial tactile sensitivity: refers hypoesthesia in upper right limb. Pain: hyperalgesia in right upper limb, abdomen, right lower limb, but also in back area of left side. Negative romberg (although she sits down several times because gets dizzy). Normal gait [pathology test] on (B)(6) 2009: negative for intraepithelial lesion or malignancy other non-neoplastic findings: inflammation; on (B)(6) 2013: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) other non-neoplastic findings: inflammation; on (B)(6) 2015: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Other non-neoplastic findings: inflammation; on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) [skin test] (date unknown): standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 7 mm; rest (-) [smear test] on (B)(6) 2018: coccobacilli [specialist consultation] on (B)(6) 2017: the patient went to the doctor for menstrual disorders and metrorrhagia when she was 50 years old. The patient reported irregular menstrual bleedings for approximately 5 years with 7-30 days of evolution with amenorrheic phases of up to 3-4 months. Normally inserted essures were observed. Perimenopause was diagnosed [spinal x-ray] on (B)(6) 2016: rectification of physiological lordosis. Incipient degenerative changes [ultrasound breast] on (B)(6) 2016: multiple anechoic nodules with posterior reinforcement of scattered distribution and bilateral character in relation to simple cysts. Study with benign findings [ultrasound scan] on (B)(6) 2017: uterus in retroflexion, with 10 mm endometrium. Both visible essures normally inserted. No adnexal masses. No free liquid. Clinical judgment: perimenopause; on (B)(6) 2018: revealed an 11mm uterus in the retroendometrium in the fundus, suggestive of an endometrial polyp and visible essures lot number: 627442 manufacturing date: 2008/06 expiration date: 2010/06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: upon internal review this case found to be duplicate of case 2022p002782 , therefore all information source documents, reporters, events (device dislocation, device difficult to use & anemia), references from deleted case 2022p002782 are transferred to this case. (Legacy device number 2951250-2022-00524)from new follow up reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular periods"), 1 year 11 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2019, the patient experienced headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea episodes") and change of bowel habit ("altered bowel habits"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, nausea, menstruation irregular, amenorrhoea, change of bowel habit, headache and dizziness outcome was unknown. The reporter considered amenorrhoea, change of bowel habit, dizziness, headache, menstruation irregular, nausea and pelvic pain to be related to essure. The reporter commented: no specific consultations with the patient took place, nor antibiograms or allergy tests performed before including her in the waiting list. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("intraoperative pelvic radiography showed that a 1 mm metallic fragment remained in the pelvis"), embedded device ("metallic fragment remained intramyometrial/ in tubal horn"), post procedural haemorrhage ("CT scan does not rule out small ¿leakage¿ in relation to the surgery") and haemoperitoneum ("large hemoperitoneum that extends to perihepatic and perisplenic level with great bleeding at pelvic level") in a 42 year-old female patient who had essure inserted (lot no. 627442) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug intolerance on (B)(6) 2019 and nickel sensitivity. Previously administered products included: iud nos for contraception. Concurrent conditions were listed as pectus excavatum, retroverted uterus and perimenopause. The only concomitant product mentioned was progesteron (progesterone) for menopause. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 76 days after essure insertion, she experienced vulvovaginal inflammation ("inflammation"). On (B)(6) 2011 she experienced menstruation irregular ("irregular menstrual bleedings with 7-30 days of evolution"). On (B)(6) 2012 she experienced vaginal discharge ("leukorrhea"). In 2012 she experienced amenorrhoea ("episodes of amenorrhea / amenorrheicphases of up to 3-4 months."). On (B)(6) 2013 she experienced bacterial vaginosis ("coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis)"). On (B)(6) 2013 she experienced cough ("cough") and chest pain ("chest pain") and was found to have pectus excavatum ("alteration of the chest wall due to severe pectus excavatum"). On (B)(6) 2014 she experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2015 she experienced abdominal pain ("abdominal cramping / colic abdominal pain"), gastrointestinal motility disorder ("diarrhea alternating with constipation/ altered bowel habits / periods of constipation and defecation urgency"), irritable bowel syndrome ("feeling of incomplete evacuation - probable irritable bowel syndrome") and diarrhoea ("episodes of diarrhea"). On (B)(6) 2016 she experienced a first episode of headache ("frontal headaches, feeling of occupation of the malar region"). On (B)(6) 2016 she experienced breast cyst ("benign breast cysts"). In july 2016 she experienced facial pain ("oppressive-stinging right occipital pain that radiated to the face on the same side, the pain radiated through the neck, upper back, shoulder and radiated to the right arm, recurrent") with nausea and dizziness. On (B)(6) 2016 she experienced vertigo ("peripheral vertigo"), cervicobrachial syndrome ("cervicalgia of one month of evolution irradiated to the right upper limb"), trigeminal neuralgia ("hemifacial pain, neuralgia"), hemianaesthesia ("loss of sensitivity in right hemifacial region"), vision blurred ("specific episodes of blurred vision lasting minutes"), muscular weakness ("loss of strength in the right arm up to the fingers"), paraesthesia ("paresthesias in the right side of the face") and a second episode of headache ("oppressive holocranial headache"). In (B)(6) 2016 she experienced neck pain ("cervical pain irradiated to the right upper limb."). On (B)(6) 2017 she experienced dysarthria ("days that she did not even vocalize well"). On (B)(6) 2017 she experienced mood altered ("bad mood"). On (B)(6) 2017 she experienced intermenstrual bleeding ("metrorrhagia") and menopause ("perimenopause"). On (B)(6) 2018 she experienced tracheobronchitis ("tracheobronchitis"). On (B)(6) 2018 she experienced uterine polyp ("endometrial polyp"), genital haemorrhage ("abundant bleeding with progesterone") and abdominal pain lower ("pain with the left iliac fossa"). In (B)(6) 2018 she experienced presyncope ("vagal symptoms during hysteroscopy, gave up continuing"). On (B)(6) 2019 she experienced dizziness exertional ("dizziness, unsteadiness when walking"). On (B)(6) 2019 she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), post procedural haemorrhage (seriousness criterion medically important) and haemoperitoneum (seriousness criterion medically important). On (B)(6) 2019 she experienced post procedural discomfort ("abdominal discomfort and nausea with abdominal distension."). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), allergy to metals ("delayed hypersensitivity to nickel sulfate"), injury ("trauma"), depressive symptom ("depressive symptoms"), menstrual disorder ("menstrual disorders"), change of bowel habit ("change of bowel habit"), dizziness ("dizziness"), perineal pain ("perineal pain"), migraine ("migraine"), cervicogenic headache ("headache related to cervical problems"), hypoaesthesia ("numbness of part of the face recurrent"), lacrimation increased ("tearing of the eye"), toothache ("tooth pain") and initial insomnia ("occipital-facial pain prevented her from falling asleep"). The patient was treated with spasmoctyl (otilonium bromide), espidifen (ibuprofen arginine), dolotren [diclofenac sodium], betahistine, enantyum (dexketoprofen trometamol), paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm (paracetamol + pseudoephedrine + dextromethorphan), diazepam, dogmatil (sulpiride), ibuprofen and red blood cells, concentrated as well as surgery (essure removal by bilateral salpingectomy (B)(6) 2019, subtotal hysterectomy to remove metallic fragment from myometrium on (B)(6) 2019 and laparotomic revision on (B)(6) 2019) and physical therapy (massages). At the time of the report, the trigeminal neuralgia was resolving and the pelvic pain, device breakage, embedded device, post procedural haemorrhage, haemoperitoneum, intermenstrual bleeding, menstruation irregular, abdominal pain and uterine polyp had resolved. The outcomes for allergy to metals, the last episode of headache, vulvovaginal inflammation, bacterial vaginosis, gastrointestinal motility disorder, irritable bowel syndrome, dizziness exertional, vertigo, presyncope, nausea, injury, cervicobrachial syndrome, hemianaesthesia, depressive symptom, cough, chest pain, breast cyst, vision blurred, muscular weakness, dysarthria, tracheobronchitis, menstrual disorder, amenorrhoea, change of bowel habit, dizziness, perineal pain, migraine, cervicogenic headache, hypoaesthesia, vaginal discharge, pectus excavatum, diarrhoea, neck pain, paraesthesia, facial pain, lacrimation increased, toothache, initial insomnia, mood altered, menopause, genital haemorrhage, abdominal pain lower and post procedural discomfort were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, bacterial vaginosis, breast cyst, cervicobrachial syndrome, cervicogenic headache, change of bowel habit, chest pain, cough, depressive symptom, device breakage, diarrhoea, dizziness, dizziness exertional, dysarthria, embedded device, facial pain, gastrointestinal motility disorder, genital haemorrhage, haemoperitoneum, the first episode of headache, the second episode of headache, hemianaesthesia, hypoaesthesia, initial insomnia, injury, intermenstrual bleeding, irritable bowel syndrome, lacrimation increased, menopause, menstrual disorder, menstruation irregular, migraine, mood altered, muscular weakness, nausea, neck pain, paraesthesia, pectus excavatum, pelvic pain, perineal pain, post procedural discomfort, post procedural haemorrhage, presyncope, toothache, tracheobronchitis, trigeminal neuralgia, uterine polyp, vaginal discharge, vertigo, vision blurred and vulvovaginal inflammation to be related to essure administration. The reporter commented: essure placement without complications. Primary care: since the placement of the essure device in 2009, the patient has seen the primary care physician at least 100 times for various symptoms, at age 45 hormonal analysis is normal. She is not referred from gynecology. In 2014, nausea in premenstrual period, hormonal analysis again normal. Gynecology: in (B)(6) 2009 (two months after the placement of essure: does not refer menstrual alterations), and in (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and echo in (B)(6) 2013, not referring in any consultation menstrual alterations or pain, being discharged from this consultation. In (B)(6) 2017 she was referred again due to menstrual d disorders in a 50-year-old patient. Progesteron for diagnosed perimenopause is not effective. In (B)(6) 2018, it was decided to offer bilateral salpingectomy in the same surgical act of hysteroscopy to be able to assess the essures by hysteroscopy, diagnostic hysteroscopy of (B)(6) 2018 showed poor tolerance, vagal symptoms, procedure not continued. Very poor quality of life, she does not work. On (B)(6) 2019, bilateral salpingectomy; intraoperative pelvic radiography showed a metallic fragment in pelvis/ intramyometrial/ tubal horn, so subtotal hysterectomy additionally performed. Re-operated on next day (B)(6) 2019 for hemoperitoneum. Later diarrheal condition with negative stool cultures, which resolved which conservative treatment. On (B)(6) 2019: the radiology report described that the patient presented loss of the physiological cervical lordosis, with the presence of degenerative discopathy with greater involvement in the c5-c6 space. Check-up on (B)(6) 2019: some hemifacial pain persists but the rest of the pain has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: persistence of a millimeter fragment of essures observed in both tubes, for which a subtotal laparotomic hysterectomy was performed in a second stage [allergy test] (date unknown): epicutaneous tests. 1. Allergens tested: geidac standard battery tests and metal battery tests (nickel sulfate, potassium dichromate, cobalt chloride, cadmium chloride, copper sulfate, palladium chloride, sodium and gold thiosulfate, titanium oxide, indium chloride, radio chloride, platinum chloride, molybdenum chloride, manganese chloride, vanadium, antimony, silver nitrate, aluminum hydroxide.) Result: nickel sulfate 48h (-) 96h (++) 7 days (+). 2. Non-standardized allergens tested: essure device in epicutaneous tests of 72 h, 96 h 7 days result: negative. Diagnosistic: - contact dermatitis with delayed hypersensitivity to nickel sulfate. - no cutaneous reactivity demonstrated in epicutaneous tests of 7h with essure in this patient, the existence of delayed hypersensitivity to nickel sulfate has been demonstrated, compatible with her history of intolerance to costume jewelry. In relation to the essure intratubal device, although it is known that it contains nickel and titanium in its composition, the exact chemical form of its composition (sulfate, chloride, etc.) Is not known, but the absence of skin reaction with the device itself, even in special epicutaneous tests of 72h, leads us to think that this form is not that of nickel sulfate, therefore not being able to affirm the existence of allergy to said device (which does not exclude possible side effects due to other mechanisms). [Biopsy endometrium] on (B)(6) 2017: no malignancy [blood pressure measurement] on (B)(6) 2019: 80/50. [Computerised tomogram] on (B)(6) 2019: large hemoperitoneum that extends to the perihepatic and perisplenic level with great bleeding at the pelvic level. [Computerised tomogram head] on (B)(6) 2016: within normality. [Haematocrit] on (B)(6) 2019: 22.7 % [haemoglobin] in (B)(6) 2019: at discharge: 9.3, last analysis: 12.2; on (B)(6) 2019: in the morning: 7.6, then 6.9 - stable, at 6:30 p.m.: hb.1 g/dl. [Hysteroscopy] on (B)(6) 2018: normal cavity, essure coil was visible in the left ostium, essure spiral (4-5 spirals) is visible. Proliferative endometrium. Endometrial polyp of 20 mm., broad base along the right lateral side. It does not allow visualization of right ostium [laparotomy] on (B)(6) 2019: exploratory laparotomy due to hemoperitoneum: during pelvic examination, a small leakage was observed at level of left uterine branch, 2 ligatures given. Checking for bleeding cessation at this level. No other bleeding points observed. Clinical improvement although she refers to dizziness. [Magnetic resonance imaging] on (B)(6) 2016: private MRI: bulging discs, seen in emergency room. [Neurological examination] on (B)(6) 2018: normal language. She says gets dizzy, constantly closes eyes. No facial asymmetry. Facial sensitivity: refers hypoesthesia in right v2 and v3. Rest of cranial nerves preserved. Motor system: force explored by muscle groups impresses as normal (in right limbs it sometimes seems they present less force but it seems as if she did not collaborate correctly). Superficial tactile sensitivity: refers hypoesthesia in upper right limb. Pain: hyperalgesia in right upper limb, abdomen, right lower limb, but also in back area of left side. Negative romberg (although she sits down several times because gets dizzy). Normal gait [pathology test] on (B)(6) 2009: negative for intraepithelial lesion or malignancy other non-neoplastic findings: inflammation; on (B)(6) 2013: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) other non-neoplastic findings: inflammation; on (B)(6) 2015: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy. Microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection. (Vaginosis). Other non-neoplastic findings: inflammation; on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy. Microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). [Skin test] (date unknown): standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 7 mm; rest (-) [smear test] on (B)(6) 2018: coccobacilli. [Specialist consultation] on (B)(6) 2017: the patient went to the doctor for menstrual disorders and metrorrhagia when she was 50 years old. The patient reported irregular menstrual bleedings for approximately 5 years with 7-30 days of evolution with amenorrheic phases of up to 3-4 months. Normally inserted essures were observed. Perimenopause was diagnosed [spinal x-ray] on (B)(6) 2016: rectification of physiological lordosis. Incipient degenerative changes. [Ultrasound breast] on (B)(6) 2016: multiple anechoic nodules with posterior reinforcement of scattered distribution and bilateral character in relation to simple cysts. Study with benign findings. [Ultrasound scan] on (B)(6) 2017: uterus in retroflexion, with 10 mm endometrium. Both visible essures normally inserted. No adnexal masses. No free liquid. Clinical judgment: perimenopause; on (B)(6) 2018: revealed an 11mm uterus in the retroendometrium in the fundus, suggestive of an endometrial polyp and visible essures lot number: 627442, manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-apr-2022: the following information was included: other heath professional reporters, other reporters, lab data, menstrual disorder, amenorrhoea, change of bowel habit, dizziness, migraine, cervicogenic headache, numbness in face, leukorrhea, pectus excavatum, neck pain, facial paresthesia, facial pain, tearing eyes, tooth pain, trouble falling asleep, bad mood, perimenopause, genital bleeding, iliac fossa pain, post procedural discomfort, postoperative vomiting, bleeding postoperative, diarrhoea postoperative, polyp endometrial onset date was updated from (B)(6) 2018 to (B)(6) 2016. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('intraoperative pelvic radiography showed that a 1 mm metallic fragment remained in the pelvis'), embedded device ('metallic fragment remained intramyometrial/ in tubal horn'), post procedural haemorrhage ('CT scan does not rule out small ¿leakage¿ in relation to the surgery; bleeding postoperative') and haemoperitoneum ('large hemoperitoneum that extends to perihepatic and perisplenic level with great bleeding at pelvic level') in a 42-year-old female patient who had essure (batch no. 627442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance on (B)(6) 2019 and nickel sensitivity. Previously administered products included for contraception: iud nos from 2001 to 2009. Concurrent conditions included perimenopause, retroverted uterus and pectus excavatum. Concomitant products included progesterone (progesteron) for perimenopause. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vulvovaginal inflammation ("inflammation"), 2 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular menstrual bleedings with 7-30 days of evolution"). On (B)(6) 2012, the patient experienced vaginal discharge ("leukorrhea"). In 2012, the patient experienced amenorrhoea ("episodes of amenorrhea / amenorrheicphases of up to 3-4 months."). On (B)(6) 2013, the patient experienced bacterial vaginosis ("coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis)"). On (B)(6) 2013, the patient experienced cough ("cough"), chest pain ("chest pain") and pectus excavatum ("alteration of the chest wall due to severe pectus excavatum"). On (B)(6) 2014, the patient experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal cramping / colic abdominal pain"), gastrointestinal motility disorder ("diarrhea alternating with constipation/ altered bowel habits / periods of constipation and defecation urgency"), irritable bowel syndrome ("feeling of incomplete evacuation - probable irritable bowel syndrome") and diarrhoea ("episodes of diarrhea"). On (B)(6) 2016, the patient experienced the first episode of headache ("frontal headaches, feeling of occupation of the malar region"). On (B)(6) 2016, the patient experienced breast cyst ("benign breast cysts"). In (B)(6) 2016, the patient experienced occipital headache ("oppressive-stinging right occipital pain that radiated to the face on the same side, the pain radiated through the neck, upper back, shoulder and radiated to the right arm, recurrent") with nausea and dizziness. On (B)(6) 2016, the patient experienced vertigo ("peripheral vertigo"), cervicobrachial syndrome ("cervicalgia of one month of evolution irradiated to the right upper limb"), trigeminal neuralgia ("hemifacial pain, neuralgia"), hemianaesthesia ("loss of sensitivity in right hemifacial region"), vision blurred ("specific episodes of blurred vision lasting minutes"), muscular weakness ("loss of strength in the right arm up to the fingers"), hemiparaesthesia ("paresthesias in the right side of the face") and the second episode of headache ("oppressive holocranial headache"). In (B)(6) 2016, the patient experienced neck pain ("cervical pain irradiated to the right upper limb."). On (B)(6) 2017, the patient experienced dysarthria ("days that she did not even vocalize well"). On (B)(6) 2017, the patient experienced mood altered ("bad mood"). On (B)(6) 2017, the patient experienced intermenstrual bleeding ("metrorrhagia") and menopause ("perimenopause"). On (B)(6) 2018, the patient experienced tracheobronchitis ("tracheobronchitis"). On (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp"), genital haemorrhage ("abundant bleeding with progesterone") and abdominal pain lower ("pain with the left iliac fossa"). In (B)(6) 2018, the patient experienced presyncope ("vagal symptoms during hysteroscopy, gave up continuing"). On (B)(6) 2019, the patient experienced dizziness exertional ("dizziness, unsteadiness when walking"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and haemoperitoneum (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced post procedural discomfort ("abdominal discomfort and nausea with abdominal distension."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("delayed hypersensitivity to nickel sulfate"), injury ("trauma"), depressive symptom ("depressive symptoms"), menstrual disorder ("menstrual disorders"), change of bowel habit ("change of bowel habit"), dizziness ("dizziness"), perineal pain ("perineal pain"), migraine ("migraine"), cervicogenic headache ("headache related to cervical problems"), hypoaesthesia ("numbness of part of the face recurrent"), lacrimation increased ("tearing of the eye"), toothache ("tooth pain") and initial insomnia ("occipital-facial pain prevented her from falling asleep"). The patient was treated with betahistine, dexketoprofen trometamol (enantyum), diazepam, diclofenac sodium (dolotren), ibuprofen, ibuprofen arginine (espidifen), otilonium bromide (spasmoctyl), red blood cells, concentrated, sulpiride (dogmatil), paracetamol + pseudoephedrine + dextromethorphan (paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm), physical therapy (massages) and surgery (essure removal by bilateral salpingectomy (B)(6) 2019, laparotomic revision on (B)(6) 2019 and subtotal hysterectomy to remove metallic fragment from myometrium on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, post procedural haemorrhage, haemoperitoneum, intermenstrual bleeding, menstruation irregular, abdominal pain and uterine polyp had resolved, the allergy to metals, vulvovaginal inflammation, bacterial vaginosis, gastrointestinal motility disorder, irritable bowel syndrome, dizziness exertional, vertigo, presyncope, nausea, injury, cervicobrachial syndrome, hemianaesthesia, depressive symptom, cough, chest pain, vision blurred, muscular weakness, dysarthria, tracheobronchitis, menstrual disorder, amenorrhoea, change of bowel habit, dizziness, perineal pain, migraine, cervicogenic headache, hypoaesthesia, vaginal discharge, pectus excavatum, diarrhoea, neck pain, hemiparaesthesia, the last episode of headache, occipital headache, lacrimation increased, toothache, initial insomnia, mood altered, menopause, genital haemorrhage, abdominal pain lower and post procedural discomfort outcome was unknown and the trigeminal neuralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, bacterial vaginosis, breast cyst, cervicobrachial syndrome, cervicogenic headache, change of bowel habit, chest pain, cough, depressive symptom, device breakage, diarrhoea, dizziness, dizziness exertional, dysarthria, embedded device, gastrointestinal motility disorder, genital haemorrhage, haemoperitoneum, hemianaesthesia, hemiparaesthesia, hypoaesthesia, initial insomnia, injury, intermenstrual bleeding, irritable bowel syndrome, lacrimation increased, menopause, menstrual disorder, menstruation irregular, migraine, mood altered, muscular weakness, nausea, neck pain, pectus excavatum, pelvic pain, perineal pain, post procedural discomfort, post procedural haemorrhage, presyncope, toothache, tracheobronchitis, trigeminal neuralgia, uterine polyp, vaginal discharge, vertigo, vision blurred, vulvovaginal inflammation, the first episode of headache, occipital headache and the second episode of headache to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placement without complications. Primary care: since the placement of the essure device in 2009, the patient has seen the primary care physician at least 100 times for various symptoms, at age 45 hormonal analysis is normal. She is not referred from gynecology. In 2014, nausea in premenstrual period, hormonal analysis again normal. Gynecology: in (B)(6) 2009 (two months after the placement of essure: does not refer menstrual alterations), and in (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and echo in (B)(6) 2013, not referring in any consultation menstrual alterations or pain, being discharged from this consultation. In (B)(6) 2017 she was referred again due to menstrual d disorders in a 50-year-old patient. Progesteron for diagnosed perimenopause is not effective. In (B)(6) 2018, it was decided to offer bilateral salpingectomy in the same surgical act of hysteroscopy to be able to assess the essures by hysteroscopy, diagnostic hysteroscopy of (B)(6) 2018 showed poor tolerance, vagal symptoms, procedure not continued. Very poor quality of life, she does not work. On (B)(6) 2019, bilateral salpingectomy; intraoperative pelvic radiography showed a metallic fragment in pelvis/ intramyometrial/tubal horn, so subtotal hysterectomy additionally performed. Re-operated on next day (B)(6) 2019 for hemoperitoneum. Later diarrheal condition with negative stool cultures, which resolved which conservative treatment. On (B)(6) 2019: the radiology report described that the patient presented loss of the physiological cervical lordosis, with the presence of degenerative discopathy with greater involvement in the c5-c6 space. Check-up on (B)(6) 2019: some hemifacial pain persists but the rest of the pain has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: persistence of a millimeter fragment of essures observed in both tubes, for which a subtotal laparotomic hysterectomy was performed in a second stage. Allergy test - on an unknown date: epicutaneous tests: allergens tested: geidac standard battery tests and metal battery tests (nickel sulfate, potassium dichromate, cobalt chloride, cadmium chloride, copper sulfate, palladium chloride, sodium and gold thiosulfate, titanium oxide, indium chloride, radio chloride, platinum chloride, molybdenum chloride, manganese chloride, vanadium, antimony, silver nitrate, aluminum hydroxide.) Result: nickel sulfate 48h (-) 96h (++) 7 days (+). Non-standardized allergens tested: essure device in epicutaneous tests of 72 h, 96 h 7 days result: negative. Diagnostics: contact dermatitis with delayed hypersensitivity to nickel sulfate. No cutaneous reactivity demonstrated in epicutaneous tests of 7h with essure in this patient, the existence of delayed hypersensitivity to nickel sulfate has been demonstrated, compatible with her history of intolerance to costume jewelry. In relation to the essure intratubal device, although it is known that it contains nickel and titanium in its composition, the exact chemical form of its composition (sulfate, chloride, etc.) Is not known, but the absence of skin reaction with the device itself, even in special epicutaneous tests of 72h, leads us to think that this form is not that of nickel sulfate, therefore not being able to affirm the existence of allergy to said device (which does not exclude possible side effects due to other mechanisms). Biopsy endometrium - on (B)(6) 2017: no malignancy. Blood pressure measurement (mmhg) - on (B)(6) 2019: 80/50. Computerised tomogram - on (B)(6) 2019: large hemoperitoneum that extends to the perihepatic and perisplenic level with great bleeding at the pelvic level. Computerised tomogram head - on (B)(6) 2016: within normality. Haematocrit (%) - on (B)(6) 2019: 22.7 %. Haemoglobin (g/dl) - on (B)(6) 2019: in the morning: 7.6, then 6.9 - stable, at 6:30 p.m.: hb.1 g/dl; in (B)(6) 2019: at discharge: 9.3, last analysis: 12.2. Hysteroscopy - on (B)(6) 2018: normal cavity, essure coil was visible in the left ostium, essure spiral (4-5 spirals) is visible. Proliferative endometrium. Endometrial polyp of 20 mm., broad base along the right lateral side. It does not allow visualization of right ostium. Laparotomy - on (B)(6) 2019: exploratory laparotomy due to hemoperitoneum: during pelvic examination, a small leakage was observed at level of left uterine branch, 2 ligatures given. Checking for bleeding cessation at this level. No other bleeding points observed. Clinical improvement although she refers to dizziness. Magnetic resonance imaging - on (B)(6) 2016: private MRI: bulging discs, seen in emergency room. Neurological examination - on (B)(6) 2018: normal language. She says gets dizzy, constantly closes eyes. No facial asymmetry. Facial sensitivity: refers hypoesthesia in right v2 and v3. Rest of cranial nerves preserved. Motor system: force explored by muscle groups impresses as normal (in right limbs it sometimes seems they present less force but it seems as if she did not collaborate correctly). Superficial tactile sensitivity: refers hypoesthesia in upper right limb. Pain: hyperalgesia in right upper limb, abdomen, right lower limb, but also in back area of left side. Negative romberg (although she sits down several times because gets dizzy). Normal gait. Pathology test - on (B)(6) 2009: negative for intraepithelial lesion or malignancy other non-neoplastic findings: inflammation; on (B)(6) 2013: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) other non-neoplastic findings: inflammation; on (B)(6) 2015: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Other non-neoplastic findings: inflammation; on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Skin test - on an unknown date: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 7 mm; rest (-). Smear test - on (B)(6) 2018: coccobacilli. Specialist consultation - on (B)(6) 2017: the patient went to the doctor for menstrual disorders and metrorrhagia when she was 50 years old. The patient reported irregular menstrual bleedings for approximately 5 years with 7-30 days of evolution with amenorrheic phases of up to 3-4 months. Normally inserted essures were observed. Perimenopause was diagnosed. Spinal x-ray - on (B)(6) 2016: rectification of physiological lordosis. Incipient degenerative changes. Ultrasound breast - on (B)(6) 2016: multiple anechoic nodules with posterior reinforcement of scattered distribution and bilateral character in relation to simple cysts. Study with benign findings. Ultrasound scan - on (B)(6) 2017: uterus in retroflexion, with 10 mm endometrium. Both visible essures normally inserted. No adnexal masses. No free liquid. Clinical judgment: perimenopause; on (B)(6) 2018: revealed an 11mm uterus in the retroendometrium in the fundus, suggestive of an endometrial polyp and visible essures. Lot number: 627442. Manufacturing date: 2008/06. Expiration date: 2010/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('intraoperative pelvic radiography showed that a 1 mm metallic fragment remained in the pelvis'), embedded device ('metallic fragment remained intramyometrial/ in tubal horn'), post procedural haemorrhage ('CT scan does not rule out small ¿leakage¿ in relation to the surgery') and haemoperitoneum ('large hemoperitoneum that extends to perihepatic and perisplenic level with great bleeding at pelvic level') in a 42-year-old female patient who had essure (batch no. 627442) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance on (B)(6) 2019 and nickel sensitivity. Previously administered products included for contraception: iud nos from 2001 to 2009. Concurrent conditions included perimenopause, retroverted uterus and pectus excavatum. Concomitant products included progesterone (progesteron) for perimenopause. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vulvovaginal inflammation ("inflammation"), 2 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient experienced vaginal disorder ("coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis)"). On (B)(6) 2013, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2014, the patient experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal cramping"), gastrointestinal motility disorder ("diarrhea alternating with constipation/ altered bowel habits") and irritable bowel syndrome ("feeling of incomplete evacuation - probable irritable bowel syndrome"). On (B)(6) 2016, the patient experienced headache ("frontal headaches, feeling of occupation of the malar region"). On (B)(6) 2016, the patient experienced breast cyst ("benign breast cysts"). On (B)(6) 2016, the patient experienced vertigo ("peripheral vertigo"), cervicobrachial syndrome ("cervicalgia of one month of evolution irradiated to the right upper limb"), facial neuralgia ("hemifacial pain, neuralgia"), hypoaesthesia ("loss of sensitivity in right hemifacial region"), vision blurred ("specific episodes of blurred vision lasting minutes") and muscular weakness ("loss of strength in the right arm up to the fingers"). On (B)(6) 2017, the patient experienced dysarthria ("days that she did not even vocalize well"). On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2018, the patient experienced tracheobronchitis ("tracheobronchitis"). In (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and presyncope ("vagal symptoms during hysteroscopy, gave up continuing"). On (B)(6) 2019, the patient experienced dizziness ("dizziness, unsteadiness when walking"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and haemoperitoneum (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("delayed hypersensitivity to nickel sulfate"), injury ("trauma") and depressive symptom ("depressive symptoms"). The patient was treated with betahistine, dexketoprofen trometamol (enantyum), diazepam, diclofenac sodium (dolotren), ibuprofen, ibuprofen arginine (espidifen), otilonium bromide (spasmoctyl), red blood cells, concentrated, sulpiride (dogmatil), paracetamol + pseudoephedrine + dextromethorphan (paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm), physical therapy (massages) and surgery (essure removal by bilateral salpingectomy (B)(6) 2019, laparotomic revision on (B)(6) 2019 and subtotal hysterectomy to remove metallic fragment from myometrium on(B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, post procedural haemorrhage, haemoperitoneum, metrorrhagia, menstruation irregular, abdominal pain and uterine polyp had resolved, the allergy to metals, vulvovaginal inflammation, vaginal disorder, gastrointestinal motility disorder, irritable bowel syndrome, dizziness, vertigo, presyncope, nausea, injury, cervicobrachial syndrome, hypoaesthesia, depressive symptom, cough, chest pain, vision blurred, muscular weakness, dysarthria and tracheobronchitis outcome was unknown and the headache and facial neuralgia was resolving. The reporter considered abdominal pain, allergy to metals, breast cyst, cervicobrachial syndrome, chest pain, cough, depressive symptom, device breakage, dizziness, dysarthria, embedded device, facial neuralgia, gastrointestinal motility disorder, haemoperitoneum, headache, hypoaesthesia, injury, irritable bowel syndrome, menstruation irregular, metrorrhagia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, presyncope, tracheobronchitis, uterine polyp, vaginal disorder, vertigo, vision blurred and vulvovaginal inflammation to be related to essure. The reporter commented: primary care: since the placement of the essure device in 2009, the patient has seen the primary care physician at least 100 times for various symptoms, at age 45 hormonal analysis is normal. She is not referred from gynecology. In 2014, nausea in premenstrual period, hormonal analysis again normal. Gynecology: in (B)(6) 2009 (two months after the placement of essure: does not refer menstrual alterations), and in (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and echo in (B)(6) 2013, not referring in any consultation menstrual alterations or pain, being discharged from this consultation. In (B)(6) 2017 she was referred again due to menstrual disorders in a 50-year-old patient. Progesteron for diagnosed perimenopause is not effective. In (B)(6) 2018, it was decided to offer bilateral salpingectomy in the same surgical act of hysteroscopy to be able to assess the essures by hysteroscopy, diagnostic hysteroscopy of aug-2018 showed poor tolerance, vagal symptoms, procedure not continued. Very poor quality of life, she does not work. On (B)(6) 2019, bilateral salpingectomy; intraoperative pelvic radiography showed a metallic fragment in pelvis/ intramyometrial/ tubal horn, so subtotal hysterectomy additionally performed. Re-operated on next day (B)(6) 2019 for hemoperitoneum. Later diarrheal condition with negative stool cultures, which resolved which conservative treatment. Check-up on (B)(6) 2019: some hemifacial pain persists but the rest of the pain has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 04-mar-2019: persistence of a millimeter fragment of essures observed in both tubes, for which a subtotal laparotomic hysterectomy was performed in a second stage. Allergy test - on an unknown date: epicutaneous tests allergens tested: geidac standard battery tests and metal battery tests (nickel sulfate, potassium dichromate, cobalt chloride, cadmium chloride, copper sulfate, palladium chloride, sodium and gold thiosulfate, titanium oxide, indium chloride, radio chloride, platinum chloride, molybdenum chloride, manganese chloride, vanadium, antimony, silver nitrate, aluminum hydroxide.). Result: nickel sulfate 48h (-) 96h (++) 7 days (+). Non-standardized allergens tested: essure device in epicutaneous tests of 72 h, 96 h 7 days result: negative. Diagnosistic: - contact dermatitis with delayed hypersensitivity to nickel sulfate. No cutaneous reactivity demonstrated in epicutaneous tests of 7h with essure in this patient, the existence of delayed hypersensitivity to nickel sulfate has been demonstrated, compatible with her history of intolerance to costume jewelry. In relation to the essure intratubal device, although it is known that it contains nickel and titanium in its composition, the exact chemical form of its composition (sulfate, chloride, etc.) Is not known, but the absence of skin reaction with the device itself, even in special epicutaneous tests of 72h, leads us to think that this form is not that of nickel sulfate, therefore not being able to affirm the existence of allergy to said device (which does not exclude possible side effects due to other mechanisms).. Biopsy endometrium - on (B)(6) 2017: no malignancy. Blood pressure measurement (mmhg) - on 04-mar-2019: 80/50. Computerised tomogram - on (B)(6) 2019: large hemoperitoneum that extends to the perihepatic and perisplenic level with great bleeding at the pelvic level. Computerised tomogram head - on 20-sep-2016: within normality. Haematocrit (%) - on 04-mar-2019: 22.7 %. Haemoglobin (g/dl) - on 04-mar-2019: in the morning: 7.6, then 6.9 - stable, at 6:30 p.m.: hb.1 g/dl; in (B)(6) 2019: at discharge: 9.3, last analysis: 12.2. Hysteroscopy - in (B)(6) 2018: normal cavity, visible left ostium, essure spiral (4-5 spirals) is visible. Proliferative endometrium. Endometrial polyp of 20 mm., broad base along the right lateral side. It does not allow visualization of right ostium. Laparotomy - on (B)(6) 2019: exploratory laparotomy due to hemoperitoneum: during pelvic examination, a small leakage was observed at level of left uterine branch, 2 ligatures given. Checking for bleeding cessation at this level. No other bleeding points observed. Clinical improvement although she refers to dizziness. Magnetic resonance imaging - on 20-sep-2016: private MRI: bulging discs, seen in emergency room. Neurological examination - on (B)(6) 2018: normal language. She says gets dizzy, constantly closes eyes. No facial asymmetry. Facial sensitivity: refers hypoesthesia in right v2 and v3. Rest of cranial nerves preserved. Motor system: force explored by muscle groups impresses as normal (in right limbs it sometimes seems they present less force but it seems as if she did not collaborate correctly). Superficial tactile sensitivity: refers hypoesthesia in upper right limb. Pain: hyperalgesia in right upper limb, abdomen, right lower limb, but also in back area of left side. Negative romberg (although she sits down several times because gets dizzy). Normal gait. Pathology test - on (B)(6) 2009: negative for intraepithelial lesion or malignancy other non-neoplastic findings: inflammation; on (B)(6) 2013: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) other non-neoplastic findings: inflammation; on (B)(6) 2015: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Other non-neoplastic findings: inflammation; on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Skin test - on an unknown date: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 7 mm; rest (-). Spinal x-ray - on (B)(6) 2016: rectification of physiological lordosis. Incipient degenerative changes. Ultrasound breast - on (B)(6) 2016: multiple anechoic nodules with posterior reinforcement of scattered distribution and bilateral character in relation to simple cysts. Study with benign findings. Ultrasound scan - on (B)(6) 2017: uterus in retroflexion, with 10 mm endometrium. Both visible essures normally inserted. No adnexal masses. No free liquid. Clinical judgment: perimenopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: report from lawyer who also provided medical records: date of birth /age, medical history, test results were added. Essure lot number (627442) was provided. New events reported in medical records abdominal pain, breast cyst, cervicobrachial syndrome, chest pain, device breakage, embedded device, allergy to nickel, cough, depressive symptom, dysarthria, facial neuralgia, gastrointestinal motility disorder, haemoperitoneum, hypoaesthesia, injury, irritable bowel syndrome, metrorrhagia, muscular weakness, pectus excavatum, post procedural haemorrhage, presyncope, tracheobronchitis, uterine polyp, vaginal disorder, vertigo, vulvovaginal inflammation. Treatment drugs were reported. Pain events resolved, facial pain resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('intraoperative pelvic radiography showed that a 1 mm metallic fragment remained in the pelvis'), embedded device ('metallic fragment remained intramyometrial/ in tubal horn'), post procedural haemorrhage ('CT scan does not rule out small ¿leakage¿ in relation to the surgery') and haemoperitoneum ('large hemoperitoneum that extends to perihepatic and perisplenic level with great bleeding at pelvic level') in a 42-year-old female patient who had essure (batch no. 627442) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance on (B)(6) 2019 and nickel sensitivity. Previously administered products included for contraception: iud nos from 2001 to 2009. Concurrent conditions included perimenopause, retroverted uterus and pectus excavatum. Concomitant products included progesterone (progesteron) for perimenopause. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vulvovaginal inflammation ("inflammation"), 2 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular periods"). On (B)(6) 2013, the patient experienced vaginal disorder ("coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis)"). On (B)(6) 2013, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2014, the patient experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal cramping"), gastrointestinal motility disorder ("diarrhea alternating with constipation/ altered bowel habits") and irritable bowel syndrome ("feeling of incomplete evacuation - probable irritable bowel syndrome"). On (B)(6) 2016, the patient experienced headache ("frontal headaches, feeling of occupation of the malar region"). On (B)(6) 2016, the patient experienced breast cyst ("benign breast cysts"). On (B)(6) 2016, the patient experienced vertigo ("peripheral vertigo"), cervicobrachial syndrome ("cervicalgia of one month of evolution irradiated to the right upper limb"), facial neuralgia ("hemifacial pain, neuralgia"), hypoaesthesia ("loss of sensitivity in right hemifacial region"), vision blurred ("specific episodes of blurred vision lasting minutes") and muscular weakness ("loss of strength in the right arm up to the fingers"). On (B)(6)2017, the patient experienced dysarthria ("days that she did not even vocalize well"). On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2018, the patient experienced tracheobronchitis ("tracheobronchitis"). In (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and presyncope ("vagal symptoms during hysteroscopy, gave up continuing"). On (B)(6) 2019, the patient experienced dizziness ("dizziness, unsteadiness when walking"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and haemoperitoneum (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("delayed hypersensitivity to nickel sulfate"), injury ("trauma") and depressive symptom ("depressive symptoms"). The patient was treated with betahistine, dexketoprofen trometamol (enantyum), diazepam, diclofenac sodium (dolotren), ibuprofen, ibuprofen arginine (espidifen), otilonium bromide (spasmoctyl), red blood cells, concentrated, sulpiride (dogmatil), paracetamol + pseudoephedrine + dextromethorphan (paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm), physical therapy (massages) and surgery (essure removal by bilateral salpingectomy (B)(6) 2019, laparotomic revision on (B)(6) 2019 and subtotal hysterectomy to remove metallic fragment from myometrium on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, post procedural haemorrhage, haemoperitoneum, metrorrhagia, menstruation irregular, abdominal pain and uterine polyp had resolved, the allergy to metals, vulvovaginal inflammation, vaginal disorder, gastrointestinal motility disorder, irritable bowel syndrome, dizziness, vertigo, presyncope, nausea, injury, cervicobrachial syndrome, hypoaesthesia, depressive symptom, cough, chest pain, vision blurred, muscular weakness, dysarthria and tracheobronchitis outcome was unknown and the headache and facial neuralgia was resolving. The reporter considered abdominal pain, allergy to metals, breast cyst, cervicobrachial syndrome, chest pain, cough, depressive symptom, device breakage, dizziness, dysarthria, embedded device, facial neuralgia, gastrointestinal motility disorder, haemoperitoneum, headache, hypoaesthesia, injury, irritable bowel syndrome, menstruation irregular, metrorrhagia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, presyncope, tracheobronchitis, uterine polyp, vaginal disorder, vertigo, vision blurred and vulvovaginal inflammation to be related to essure. The reporter commented: primary care: since the placement of the essure device in 2009, the patient has seen the primary care physician at least 100 times for various symptoms, at age 45 hormonal analysis is normal. She is not referred from gynecology. In 2014, nausea in premenstrual period, hormonal analysis again normal. Gynecology: in (B)(6) 2009 (two months after the placement of essure: does not refer menstrual alterations), and in (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and echo in (B)(6) 2013, not referring in any consultation menstrual alterations or pain, being discharged from this consultation. In (B)(6) 2017 she was referred again due to menstrual disorders in a 50-year-old patient. Progesteron for diagnosed perimenopause is not effective. In (B)(6) 2018, it was decided to offer bilateral salpingectomy in the same surgical act of hysteroscopy to be able to assess the essures by hysteroscopy, diagnostic hysteroscopy of (B)(6) 2018 showed poor tolerance, vagal symptoms, procedure not continued. Very poor quality of life, she does not work. On (B)(6) 2019, bilateral salpingectomy; intraoperative pelvic radiography showed a metallic fragment in pelvis/ intramyometrial/ tubal horn, so subtotal hysterectomy additionally performed. Re-operated on next day (B)(6) 2019 for hemoperitoneum. Later diarrheal condition with negative stool cultures, which resolved which conservative treatment. Check-up on (B)(6) 2019: some hemifacial pain persists but the rest of the pain has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: persistence of a millimeter fragment of essures observed in both tubes, for which a subtotal laparotomic hysterectomy was performed in a second stage. Allergy test - on an unknown date: epicutaneous tests 1. Allergens tested: geidac standard battery tests and metal battery tests (nickel sulfate, potassium dichromate, cobalt chloride, cadmium chloride, copper sulfate, palladium chloride, sodium and gold thiosulfate, titanium oxide, indium chloride, radio chloride, platinum chloride, molybdenum chloride, manganese chloride, vanadium, antimony, silver nitrate, aluminum hydroxide.) Result: nickel sulfate 48h (-) 96h (++) 7 days (+). 2. Non-standardized allergens tested: essure device in epicutaneous tests of 72 h, 96 h 7 days result: negative. Diagnosistic: - contact dermatitis with delayed hypersensitivity to nickel sulfate. No cutaneous reactivity demonstrated in epicutaneous tests of 7h with essure in this patient, the existence of delayed hypersensitivity to nickel sulfate has been demonstrated, compatible with her history of intolerance to costume jewelry. In relation to the essure intratubal device, although it is known that it contains nickel and titanium in its composition, the exact chemical form of its composition (sulfate, chloride, etc.) Is not known, but the absence of skin reaction with the device itself, even in special epicutaneous tests of 72h, leads us to think that this form is not that of nickel sulfate, therefore not being able to affirm the existence of allergy to said device (which does not exclude possible side effects due to other mechanisms).. Biopsy endometrium - on (B)(6) 2017: no malignancy. Blood pressure measurement (mmhg) - on (B)(6) 2019: 80/50. Computerised tomogram - on (B)(6) 2019: large hemoperitoneum that extends to the perihepatic and perisplenic level with great bleeding at the pelvic level. Computerised tomogram head - on (B)(6) 2016: within normality. Haematocrit (%) - on (B)(6) 2019: 22.7 %. Haemoglobin (g/dl) - on (B)(6) 2019: in the morning: 7.6, then 6.9 - stable, at 6:30 p.m.: hb.1 g/dl; in (B)(6) 2019: at discharge: 9.3, last analysis: 12.2. Hysteroscopy - in (B)(6) 2018: normal cavity, visible left ostium, essure spiral (4-5 spirals) is visible. Proliferative endometrium. Endometrial polyp of 20 mm., broad base along the right lateral side. It does not allow visualization of right ostium. Laparotomy - on (B)(6) 2019: exploratory laparotomy due to hemoperitoneum: during pelvic examination, a small leakage was observed at level of left uterine branch, 2 ligatures given. Checking for bleeding cessation at this level. No other bleeding points observed. Clinical improvement although she refers to dizziness. Magnetic resonance imaging - on (B)(6) 2016: private MRI: bulging discs, seen in emergency room. Neurological examination - on (B)(6) 2018: normal language. She says gets dizzy, constantly closes eyes. No facial asymmetry. Facial sensitivity: refers hypoesthesia in right v2 and v3. Rest of cranial nerves preserved. Motor system: force explored by muscle groups impresses as normal (in right limbs it sometimes seems they present less force but it seems as if she did not collaborate correctly). Superficial tactile sensitivity: refers hypoesthesia in upper right limb. Pain: hyperalgesia in right upper limb, abdomen, right lower limb, but also in back area of left side. Negative romberg (although she sits down several times because gets dizzy). Normal gait. Pathology test - on (B)(6) 2009: negative for intraepithelial lesion or malignancy other non-neoplastic findings: inflammation; on (B)(6) 2013: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) other non-neoplastic findings: inflammation; on (B)(6) 2015: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Other non-neoplastic findings: inflammation; on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Result: negative for intraepithelial lesion or malignancy microorganisms: coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Skin test - on an unknown date: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 7 mm; rest (-). Spinal x-ray - on (B)(6) 2016: rectification of physiological lordosis. Incipient degenerative changes. Ultrasound breast - on (B)(6) 2016: multiple anechoic nodules with posterior reinforcement of scattered distribution and bilateral character in relation to simple cysts. Study with benign findings. Ultrasound scan - on (B)(6) 2017: uterus in retroflexion, with 10 mm endometrium. Both visible essures normally inserted. No adnexal masses. No free liquid. Clinical judgment: perimenopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: report from lawyer who also provided medical records: date of birth /age, medical history, test results were added. Essure lot number (627442) was provided. New events reported in medical records abdominal pain, breast cyst, cervicobrachial syndrome, chest pain, device breakage, embedded device, allergy to nickel, cough, depressive symptom, dysarthria, facial neuralgia, gastrointestinal motility disorder, haemoperitoneum, hypoaesthesia, injury, irritable bowel syndrome, metrorrhagia, muscular weakness, pectus excavatum, post procedural haemorrhage, presyncope, tracheobronchitis, uterine polyp, vaginal disorder, vertigo, vulvovaginal inflammation. Treatment drugs were reported. Pain events resolved, facial pain resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular periods"), 1 year 11 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea during the premenstrual period"). On (B)(6) 2019, the patient experienced headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea episodes ") and change of bowel habit ("altered bowel habits"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, nausea, menstruation irregular, amenorrhoea, change of bowel habit, headache and dizziness outcome was unknown. The reporter considered amenorrhoea, change of bowel habit, dizziness, headache, menstruation irregular, nausea and pelvic pain to be related to essure. The reporter commented: no specific consultations with the patient took place, nor antibiograms or allergy tests performed before including her in the waiting list. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.